Event description:
It was reported that approximately 15 years post implantation, the patient is experiencing severe burning, pain, and massive swelling due to the metal on metal hip that is causing swelling of her joints. Orthopedic surgeon has aspirated to remove the metal debris/blood collection. The surgeon recently told her after having recent surgery to partially remove a massive tumor that is being caused by the hip that her anatomy is being eaten away from the metal. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Implant date: unknown month and day in 2006. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00086, 0001825034-2022-00087.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiograph reports were provided and reviewed by a health care professional. Review of the available records identified the following: x-ray, MRI, CT, fluoroscopy report findings of status post right hip arthroplasty. Intact acetabular and femoral components with effusion, pseudocapsule, synovitis and metal debris. CT and doppler of right thigh findings are 2 fluid collections in right pelvis and right thigh. The larger fluid structure in the right pelvis extends inferiorly into the soft tissues of the right thigh, probable myomatous of the uterus. The right hip structure is suggestive of a cyst. Doppler findings, no dvt, patent venous structures. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.